Event description:
Ventricular lead warning reported. Bipolar impedance 216 ohms and unipolar 280, indicative of insulation problem. The lead was replaced. No patient complications have been reported as a result of this event.